Event description:
Immediately after closing an o2 valve on an infant warmer there was a "pop" followed by an orange glow, and then a complete discharge of o2 from the tank. There was no infant in the warmer at the time of the incident. Checked unit-tank gasket. Manifold assembly connector distorted from pressure. Rptr called MFR. They recommended replacing entire manifold assembly. This was done by rptr's clinical engineering department. MFR plans to analyze manifold; supplier will be analyzing tank.